Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The customer states the bottom part that has the puffy sticker and drive support cap came off troubleshooting was performed for damage and to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, end cap broken off, address/serial number label missing and minor scratches on display window noted. Unable to perform displacement test due to end cap broken off.